Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported recently being hospitalized with diabetic ketoacidosis. Customer stated that the high blood glucose levels leading to the diabetic ketoacidosis were a result of bent cannulas. Customer reported having ketones and vomiting all day on the day of the hospitalization. Blood glucose level at the time of admission was not provided. No further information was provided.